Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display issue and was not responding to any keys being pressed. The customer¿s blood glucose level was 67 mg/dl. Customer was assisted with troubleshoot. Customer states they were able to check after pairing the meter to insulin pump. Customer states insulin pump had low battery, changed battery then screen went partial display and after few minutes insulin pump was making a noise. The device will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display or audio/beep anomaly noted however, device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test verify low battery alarm due to unresponsive button.